Event description:
It was reported that the patient was seen in the emergency room for palpitations and shortness of breath. Remote transmission noted atrial arrhythmia with intermittent undersensing on stored electrograms. The lead remains in use. No patient complications have been reported as a result of this event.